Event description:
It was reported that during interrogation of the pulse generator, an alert was issued. It was believed that the alert was erroneous. The alert was cleared and the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.